Manufacturer narrative:
Device evaluated by manufacturer, corrected data: the initial report inadvertently did not select "device not returned to manufacturer".

Event description:
Additional information was received providing the patient's information. No known surgical intervention has occurred to date.

Event description:
It was reported that low impedance was identified during the second follow-up after surgery. The impedance values after surgery and during the first clinic visit were reportedly within normal limits. X-rays were provided for review and did not provide a definitive cause for the high impedance.